Event description:
A customer contacted beckman coulter inc. (Bci) in regards to thyroid stimulating hormone (htsh) results elevated above the normal reference range generated on unicel dxi 800 access immunoassay analyzer for one patient. The results were reported out of the laboratory. Subsequent testing by an alternate methodology produced a result within the normal reference range. The physician felt this result was the appropriate value for the clinical presentation of the patient. The customer did not report effect to the patient or user attributed or connected to this event.

Manufacturer narrative:
Qc was within the established ranges prior to and after the event. A system check performed on (B)(6) 2010 was within the specifications. Service was not dispatched for this event. No patient sample is available for investigation. A definitive root cause for this event has not been determined to date.